Manufacturer narrative:
Based on the information provided on (B)(6) 2017 that alleged the patient experienced leg redness that was warm to the touch, kci could not determine that the alleged event was related to the activ.a.c.¿ therapy system. As of 03-mar-2017, kci had no information to confirm an infection was confirmed via culture. Multiple unsuccessful attempts were made to obtain additional clinical information. Based on the information provided, kci's assessment remains the same; kci could not determine that the alleged event was related to the activ.a.c.¿ therapy system. A culture was obtained and the patient was placed on antibiotic therapy. The patient continued to use the activ.a.c.¿ therapy system. It is unknown if an infection was confirmed via culture or if the antibiotic therapy was prophylactic. No additional clinical information has been provided. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area; untreated or inadequately treated infection; inadequate hemostasis of the incision; cellulitis of the incision area.

Event description:
The following information was reported to kci by the patient: on (B)(6) 2017, the activ.a.c.¿ therapy system was removed allegedly due to the patient's leg being red and warm to the touch. A culture was obtained, antibiotic therapy was started, and activ.a.c.¿ therapy was reapplied. On 21-dec-2016, the device was tested per quality control procedure by kci field service, and the unit passed the quality control checks and met specifications. On (B)(6) 2017, the device was placed with the patient. On 16-aug-2017, the device was tested per quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.